Event description:
Per the clinic, the patient experienced soft tissue breakdown.

Event description:
Per the clinic, the patient experienced a partial extrusion of the coil, attributed to the glasses stem and picking incision. Subsequently, the device was explanted on (B)(6) 2025 under general anesthesia. The patient was reimplanted with another cochlear device during the same surgery.